Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records revealed the va lockscr ø2.4 self-tap l22 tan was manufactured in (B)(4). Part number 04.210.122 lot 6660497 was made on wo for 248 parts was inspected to the synthes inspection sheet number ns020609 revision j on 5/1/11. 213 parts were released to the warehouse on 5/2/11, less 36 during threading and fluting. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. On (b)(60 2012, the operation of the internal plate fixation was performed. After the surgeon confirmed the bone healing, he removed the screw on an unknown date. At that time, he found that the screw was broken. It is unclear when the screw broke. This is 1 of 1 report for complaint (B)(4).